Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set had leaked. The nurse reported that they had a drain bag that was broken at the y assembly and had leaked. It was noticed during drain phase of peritoneal dialysis. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.